Manufacturer narrative:
Manufacturer's investigation conclusion: the report of electromagnetic interference (emi) between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the cardiomems device was unable to be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. Requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "heartmate touch communication system", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, connecting the equipment into an outlet on a circuit different from that to which the other device(s) are connected, or consulting abbott for assistance. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had difficulty with signal acquisition and electromagnetic interference (emi). Troubleshooting included adjusting the reading position, removing sources of emi, and decreasing the minimal signal strength, which were unsuccessful. The patient had a left ventricular assist device (lvad) and was on battery power. The battery packs and system controller were off to the side of the patient electronic system (pes). The patient's reading from (B)(6) 2025 contained emi. Emi was also found upon the (B)(6) 2025 reading. The patient was switched from battery power to wall power, which decreased the minimum signal to 60%. The reading was manually sent and the transmission was successful.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.